Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database database indicated there had been no similar guide separation incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the distal part of the device was broken and was released in the patient artery. A surgical procedure was performed to extract the separated part from the artery and to close the vessel. Tissue damage occurred at the access site due to the break in the sheath. 350ml blood loss occurred. No blood transfusion was given. External compression and a local tissue suction device was applied. There was a significant delay in the procedure due to surgical procedure to extract the piece of the device. Hospitalization was not extended due to the issue with the closure device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.